Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported that seven months post port placement in the right side of sixth thoracic vertebra through the right internal jugular vein, the port was unable to be infused. It was further reported that some contrast media were ejected. The patient underwent local anesthesia to remove the port from the right chest wall. The patient reported to be stable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a catheter was returned for evaluation, two electronic photos and one medical image were provided for review. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fluid leak and identified fracture, deformation and wear issues as a circumferential split was noted to the catheter approximately 0.1cm from the distal end of the cath-lock and a partial compound break was noted approximately 12.3cm from the distal end of the cath-lock. The surface of the partial compound break was noted to be round and granular. During functional evaluation, leak was noted from the circumferential split upon infusion and further the image review also confirms extravasation of contrast from the catheter. However, the investigation is inconclusive for the reported difficulty in flushing issues as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that seven months post port placement in the right side of sixth thoracic vertebra through the right internal jugular vein, the port was unable to be infused. It was further reported that some contrast media were ejected. The patient underwent local anesthesia to remove the port from the right chest wall. The patient reported to be stable.

Event description:
It was reported that seven months post port placement in the right side of sixth thoracic vertebra through the right internal jugular vein, the port was unable to be infused. It was further reported that some contrast media were ejected and the extravasation was allegedly found on the catheter. The patient underwent local anesthesia to remove the port from the right chest wall. The patient reported to be stable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a catheter was returned for evaluation, two electronic photos and one medical image were provided for review. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fluid leak and identified fracture, deformation and wear issues as a circumferential split was noted to the catheter approximately 0.1cm from the distal end of the cath-lock and a partial compound break was noted approximately 12.3cm from the distal end of the cath-lock. The surface of the partial compound break was noted to be round and granular. During functional evaluation, leak was noted from the circumferential split upon infusion and further the image review also confirms extravasation of contrast from the catheter. However, the investigation is inconclusive for the reported difficulty in flushing issues as the exact circumstances at the time of the reported event are unknown. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: b5, d4 (expiry date: 12/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.